Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the biomed and identified that the on/off status indicator in the m-cabinet was off indicating an issue with power supply. A philips field service engineer (fse) inspected the system on-site and identified that the 1-phase uninterruptible power supply (ups) was defective. To resolve the issue, the fse bypassed the 1-phase ups and replaced the mains power distribution (mpd) control unit. The mpd control unit was returned for further analysis. Functional testing was performed, and no failure was observed. The system is no longer in use and has been dismantled on-site. Hence, no further action will be taken for the 1-phase ups. The codes were updated based on the investigation outcome.